Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon to remove polyps during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the physician was attempting to resect the tissue, however the snare would not completely cut through the tissue. He tried shaking a tad, reopening and closing and that seemed to cut through. The tech did mention he grabbed a decent amount of tissue. Reportedly, no other issues were noted with this device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failed to cut. Problem code 1212 captures the reportable event of snare loop entrapment. Block h10: investigation results. A 10mm round cold snare was received for analysis. Visual inspection of the returned device revealed no damages. Also, functional inspection was performed and the loop extended and retracted without issues. Additionally, the device passed the dimensional test. No other issues were noted. Based on the event description, the problem was noticed during procedure and inside the patient. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional test. Based on the event description and analysis of the returned device, the alleged complaint of loop failure to cut and loop entrapment of device or device component could not be confirmed since the devices cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A risk review of the cold snare was completed using the snares family hazard analysis and confirmed that the event of device - difficult/unable to capture polyp/tissue defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon to remove polyps during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the physician was attempting to resect the tissue, however the snare would not completely cut through the tissue. He tried shaking a tad, reopening and closing and that seemed to cut through. The tech did mention he grabbed a decent amount of tissue. Reportedly, no other issues were noted with this device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.